Manufacturer narrative:
The incident device was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the l-hook fell out of the pencil multiple times during the lap bypass procedure. After it fell out of the pencil, the l-hook was removed from the trocar. Additionally, the l-hook was bending. The incident device is not being returned for evaluation. It was discarded by the customer. There was no patient injury. They used a megadyne l-hook to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.